Event description:
Litigation papers allege:bilateral patient was implanted with depuy asr hip implants in (B)(6) 2007 (left side) and again in (B)(6) 2008 (right side). The acetabular cup eventually caused metallic debris and/or loosened from patients acetabulum, caused pain, and inhibited patients ability to walk. Patient was required to undergo revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Plaintiff fact sheet received. Pfs alleges no new information. Shall there be new information received, this complaint will be updated.

Manufacturer narrative:
(B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records the patient was revised to address failed right total hip, articular wear and adverse reaction to metal resulting to elevated metal ions. Operative findings large cloud fluid collection, minimal bone ingrowth of the cup but not loose and large black corrosion deposit on the trunnion. Operative note reported a cloudy fluid was obtained. Noted tissue destruction was seen of the acetabulum and large amount of corrosion and black debris was found at the base of the trunnion. There are also a brownish stained syovium in the inner capsule, bone ingrowth in the acetabulum and some fragmentation of the anterior wall. No new lab result.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.